Event description:
A patient experienced instent thrombosis approx. Three days after two cypher stents were implanted with overlap in the proximal left anterior descending artery (lad) and one stent in the distal portion of the mid lad. The patient complained of chest pain, and angiography revealed thrombus at the proximal edge of the lad and within the stents in the mid lad. The thrombus was treated with thrombolytic agent (tpa) and aspiration followed by balloon angioplasty with six inflations of a 3.25 x 10mm balloon at 8 to 14 atm for 30 seconds. In addition, the patient was supported by an intra-aortic balloon pump. The physician thought the possible cause of the thrombotic event was that the proximal end of the stent was under-dilated. The patient was discharged approx. Two to three weeks later in good condition. At the time of the initial stent placement, the patient had been admitted due to unstable angina for urgent treatment of lesions in the proximal and distal portions of the mid lad. Baseline medications included aspirin 100mg daily and clopidogrel 75mg daily. The lesion in the distal portion of the mid lad was de-novo, bifurcated and a thrombotic total occlusion lesion. The lesion was approx. 10.0mm in length and the vessel diameter was 2.5mm. The 2nd target lesion was in the proximal portion of the mid lad. The lesion was de-novo, bifurcated and a thrombotic total occlusion lesion. The lesion length was 14.0mm and the vessel diameter was 2.5mm. The aha/acc classification of the vessel was type b2. After pre-dilatation with a 2 x 10mm balloon at 10atm for 30 seconds. A 2.5 x 18mm cypher was implanted at the distal end of the mid left anterior descending artery. The stent was post-dilated at 12atm for 30 seconds. A 2.5 x 18mm cypher was implanted in the proximal end of the mid lad and were post-dilated at 10atm for 30 seconds.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.